Event description:
It was reported that the ilet user experienced prolonged elevated blood glucose after missed meal announcements, noted increased insulin use and frequent supply changes, and observed drops of insulin during cartridge changes. The user was educated on consistent meal announcements and proper supply-change steps. Symptoms included hyperglycemia with highest glucose of 292 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcements and supply-change technique, consistent with a user-interface related use error. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.